Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power, evidenced by a blank screen and no audible. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on october 3, 2015. Records from november 29, 2013 had been overwritten due to continued patient use. There were no records of power on reset observed in the available black box records. The returned battery cap secured to the pump properly and was found to be within the required specifications. On investigation, the pump powered on normally and successfully performed ez-prime steps. There was no interruption in power during investigation and the pump was determined to be operating within the required specifications. The pump gave and recorded the appropriate audible and visible battery alarm/warning on simulated low and replace battery conditions. The pump cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The battery compartment was noted to be cracked above and below the finger pad. Investigation did not confirm or duplicate the alleged no power issue. Unrelated to the original complaint, the display screen was found to be dim and discolored.